Manufacturer narrative:
The cutters involved in the reported event were requested however they have not been received. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn. Report# 2 of 3. See report ref.: 0001920664-2016-00292; 0001920664-2016-00924. All 3 reports are related to the same patient.

Event description:
A report was received from a healthcare professional of the (B)(6) clinic in (B)(6) indicating that at the beginning of the procedure he noticed that the cutting capacity of the cutter was reducing quickly. The surgeon observed that the normal flutter was decreasing to complete absence of flutter after 5-6 seconds and the cutting action would stop. The aspiration was still present. A new vitrectomy pack was used however this cutter presented with the same problem. A new pack was again used and at the beginning it seems to work normally but after a few seconds the problem reoccurred. As a result of lack of cutting capacity, two retinal tears occurred. The surgeon completed an air exchange and applied laser photocoagulation. On august 8 2016, a follow-up report received from the doctor indicated that on (B)(6) the patient went back to see him complaining he could not see. The patient had a retinal detachment in the third lower quadrant presumably caused by the vit cutter malfunction during the initial surgery. On (B)(6) the patient was schedule for another procedure to repair the detachment. The patient condition is unknown at this time.

Manufacturer narrative:
Report# 2 of 3. Three 25ga cutters were returned wrapped in a bl5425wv pack label from lot v6453. The rest of the packaging was not returned. Cutter #2. The cutter was visually inspected. The tip protector was missing and the needle is bent. The port window is in the opened position and the back cap is aligned correctly with the vent hole in the side of the cutter body. Dried solution is visible in the tubing. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and will not reach the cutting edge. The cause of the cutting problem cannot be determined. However, a bent needle could contribute to poor cutting performance.